Event description:
The device was received with no complaint information. Attempts were made to reconcile the device with no success resulting in the creation of a new complaint. (B)(4) received 04/15/2026. Box marked as (B)(4) on (B)(4); recd vcp416; lot# 10bdzj; ecm has 912h; lot# 109ubt from country USA. The product was returned to eth for evaluation. Visual inspection revealed that one used needle suture piece and one open empty foil packet that pertains to product code vcp416 were received for analysis. During visual inspection of the returned sample, it was observed that the needle was noted to be broken at the tip area. The other section of the needle was not returned for evaluation

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: the product was returned to eth for evaluation. Visual inspection revealed that one used needle suture piece and one open empty foil packet that pertains to product code vcp416 were received for analysis. During visual inspection of the returned sample, it was observed that the needle was noted to be broken at the tip area. The other section of the needle was not returned for evaluation. This sample will be shipped to hsa for further analysis due to the needle breakage. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Per the conditions of the returned sample, no conclusion could be reached due to the sample needs additional evaluation by hsa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.